Event description:
The report received from the affiliate indicated that during a percutaneous transluminal aortic valvuloplasty (ptav) procedure, during pre-dilation the 80 cm. Powerflex pro 12 mm. X 4 cm. Balloon catheter (bc) burst at eight (8) atmospheres (atm.) Of pressure during the second inflation. The first inflation was performed at six (6) atm. Without problem. Another (non-cordis) balloon catheter was used to complete the procedure successfully. There was no patient injury reported, and the product will be returned for analysis. A brachial approach was chosen for the procedure. The target lesion was reported to be: slightly calcified and heavily tortuous. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. The balloon deflated and re-wrapped properly. The catheter was removed easily from the patient and was intact. The same inflation device was used subsequently with other devices. The catheter did not kink during use. No additional information is available.

Manufacturer narrative:
Concomitant products: guide wire: radifocus .035; balloon catheter: powerflexpro; sheath introducer: terumo 6f. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during a percutaneous transluminal aortic valvuloplasty (ptav) procedure, a powerflex pro balloon catheter burst at eight atmospheres. A brachial approach was chosen for the procedure. The target lesion was reported to be: slightly calcified and heavily tortuous. The first inflation was performed at six atmospheres without difficulty; however, the balloon ruptured during the second inflation. There was no reported difficulty removing the product from the packaging or removing the protective balloon cover. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, or guiding catheter. The balloon deflated and re-wrapped properly. The catheter was removed easily from the patient and was intact. The same inflation device was used subsequently with other devices. The catheter did not kink during use. Another balloon catheter was used to complete the procedure successfully. There was no patient injury reported. The product was returned for inspection. One non sterile catheter power flex pro 12.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. An axial balloon burst was observed. There were blood residues observed in the returned devices. No other anomalies were observed in the returned device. Leak test could not be performed due to balloon burst conditions. Sem analysis was performed to identify the cause of balloon burst. Results showed that the balloon external surface exhibited no evidence of abrasion marks or scratches. The balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. It was not possible to determine how the rupture was caused. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst at/below rated burst pressure was confirmed through analysis of the returned device. The exact cause could not be determined; however, based on the information available for review, vessel characteristics (calcification and tortuosity) may have contributed to the difficulty experienced by the customer. The event description notes that the balloon prepped normally and inflated without difficulty upon first inflation. Neither the information available for review, analysis nor the DHR suggests that the reported burst could be related to the manufacturing process of the device. Therefore, no corrective action will be taken.